Event description:
A power-on-reset (por) condition was reported. Impedance readings measured >40,000 ohms. The pt was not able to feel stimulation when the neurostimulator was turned on. Occasionally, the pt was able to feel slight stimulation at high amplitudes; however, when impedances were tested in that body position all electrode combinations showed out of range impedance values. X-rays were taken but no issues with the neurostimulation system were visible. During a revision on (B)(6) 2011, both leads were replaced. On (B)(6) 2011 the pt was receiving stimulation in the appropriate areas and the wounds were healing nicely. Impedances were within normal limits.

Manufacturer narrative:
(B)(4).